Event description:
It was reported that during an unknown procedure, the handpiece did not work. No patient involvement was reported.

Manufacturer narrative:
Date sent: 05/07/2008. Evaluation summary: the handpiece was returned in a good physical condition. It was tested on a generator and no error code was noted. During the continuity test, an outgoing message was displayed: "failure between mount and pin 3". The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.